Event description:
It was reported that stuck in lesion occurred. The target lesion was located in the left anterior descending (lad) artery. A 28 x 3.00 mm promus elite mr drug-eluting stent was advanced to the lesion. During the procedure, balloon inflation was attempted using the adequate inflation device; however, the balloon failed to inflate. And the stent became stuck in the lesion. The whole system was removed, and no further information was provided.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.